Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and failed as moisture damage was observed. Additionally, contamination was observed on the pcba components. The device failed a charge and boot test. Functional testing could not be performed. Data could not be downloaded or retrieved. The device was opened for an interior inspection and failed as moisture damage was observed. The complaint confirmation of a receiver ceasing to function was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was returned for evaluation. The complaint confirmation of a receiver ceasing to function could not be determined. A root cause could not be determined.